Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturing site for investigation. Visual inspection using a microscope at 12x magnification shows the lens identified as a tecnis multifocal acrylic one-piece iol because of the type of haptics and the presence of a diffractive ring pattern on the optic. The lens is damaged and incomplete, most probably to make explant possible. Considering the condition of the returned lens, additional analysis was not possible. The reported complaint could not be confirmed. The most probable cause for the reported event was related to human factors in the selection of an incorrect lens diopter for the patient. A review of the manufacturing records was performed. Results of the optical measurement performed at final inspection were reviewed. The in-line optical inspection data showed that the lens was within specification in terms of optical power. A search on complaints related to the production order revealed one other complaint; however there was no relation between these two complaints. During the manufacturing record review for this serial number, no non-conformances or assignable cause were identified. The documentation showed that the production order was manufactured according to specifications. The lens met specification prior to release. Labeling review: the directions for use was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was implanted and on post op they noticed they had placed the ''incorrect'' diopter (size) on the patient's eye. The lens was explanted in a secondary procedure and a new lens with the correct diopter was placed. A slight incision enlargement was required. There was no patient injury. The patient was reported as doing well following the explant. No further information was provided.